Event description:
There was an allegation of questionable results for multiple patients tested for multiple assays on a cobas e 801 module. The customer stated there were samples tested for elecsys total psa (total psa) showing "abnormal low signal" alarms and no numeric results. The customer noted a leak coming from the right side of the instrument with an alarm. The customer disabled the assays on the instrument and contained the leak. The customer repeated patient samples on a different e801 module. Discrepant results were identified for 7 patient samples tested for total psa, elecsys tsh (tsh), elecsys pth (pth), and elecsys ft4 ii (ft4 ii). Patient 1 initial total psa result was 0.116 ng/ml. The repeat result was 3.17 ng/ml. Patient 2 initial tsh result was 0.218 uiu/ml. The repeat results were 1.68 uiu/ml and 1.67 uiu/ml. Patient 3 initial pth result was < 1.20 pg/ml with a data flag. The repeat results were 107 pg/ml and 110 pg/ml. Patient 4 initial tsh result was < 0.005 uiu/ml with a data flag. The repeat results were 2.39 uiu/ml and 2.42 uiu/ml. Patient 5 initial ft4 ii result was > 7.77 ng/dl with a data flag. The repeat result was 1.48 ng/dl. Patient 6 initial ft4 ii result was > 7.77 ng/dl with a data flag. The repeat result was 1.38 ng/dl. Patient 7 initial ft4 ii result was > 7.77 ng/dl with a data flag. The repeat result was 1.05 ng/dl. The initial results were reported outside of the laboratory. The repeat results were believed to be correct. The pth reagent lot number was 61750401 with an expiration date of 31-jul-2023. The tsh reagent lot number was 63196601 with an expiration date of 30-sep-2023. The total psa reagent lot number was 62092201 with an expiration date of 31-jul-2023. The ft4 ii reagent lot number was 59217201 with an expiration date of 31-mar-2023.

Manufacturer narrative:
The field service engineer (fse) found the pinch valve tubing was torn/ripped. The pinch valve tubing was barely attached to the valve block assembly. The fse replaced the pinch tubing. The customer ran qc with passing results. The service actions resolved the issue.